Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), device expulsion ("the essure coils were noted to be removed with the left tube and contained in the uterus on the right (per mr)"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included coital bleeding, hypochondrium pain right, uterine fibroids and endometritis. Concomitant products included nsaid's since 2012 and paracetamol (acetaminophen) since 2012 for pelvic pain. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) (B)(6)2017), and alternative therapy (tlh+bs). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and back pain had resolved and the device expulsion, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered anxiety, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion on (B)(6)2016, transabdominal/transvaginal sonogram impression: enlarged fibroid uterus with fibroids larger than prior study. 2 cm hypoechoic nodule left ovary question hemorrhagic cyst. On (B)(6)2016, pathology report clinical history: menorrhagia final diagnosis: endometrial curettage proliferative endometrium shows focal mild chronic endometritis, focal metaplastic changes and focal glandular clustering. Endocervical with squamous metaplasia. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, dysmenorrhea, uterine hemorrhage and described device expulsion. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received. Event: psychological or psychiatric problems condition: mental anguish, event onset date added, concomitant and treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), device expulsion ("the essure coils were noted to be removed with the left tube and contained in the uterus on the right (per mr)"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included coital bleeding, hypochondrium pain right, uterine fibroids and endometritis. Concomitant products included nsaid's since 2012 and paracetamol (acetaminophen) since 2012 for pelvic pain as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back left side/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2017 and underwent a total laparoscopic hysterectomy with a bilateral salpingectomy) and tlh+bs. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety, depression, abdominal pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion.. Pathology test - on (B)(6) 2016: menorrhagia final diagnosis: endometrial curettage proliferative endometrium shows focal mild chronic endometritis, focal metaplastic changes and focal glandular clustering. Endocervical with squamous metaplasia.. Ultrasound scan vagina - on (B)(6) 2016: enlarged fibroid uterus with fibroids larger than prior study. 2 cm hypoechoic nodule left ovary question hemorrhagic cyst.. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, dysmenorrhea, uterine hemorrhage and described device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: depression, fibroid, abdominal pain were added.outcome of events bleeding from unknown to recovered/resolved was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device expulsion ('essure coils were removed with the left tube and contained in the uterus on the right (per medical records)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included coital bleeding, hypochondrium pain right (intermittent), uterine fibroids and endometritis. Concomitant products included nsaids since 2012 and paracetamol (acetaminophen) since 2012 for pelvic pain as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("mental anguish") and depression ("depression"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back left side/ lower back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, back pain and dyspareunia had resolved and the device expulsion, menstrual disorder, anxiety, depression and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient was not advised of any complications from the essure removal procedure. Treatment received for beeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: menorrhagia / final diagnosis: endometrial curettage proliferative endometrium shows focal mild chronic endometritis, focal metaplastic changes and focal glandular clustering. Endocervical with squamous metaplasia. Ultrasound scan vagina - on (B)(6) -2016: enlarged fibroid uterus with fibroids larger than prior study. 2 cm hypoechoic nodule left ovary question hemorrhagic cyst. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, uterine hemorrhage and described device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), device expulsion ('the essure coils were noted to be removed with the left tube and contained in the uterus on the right (per mr)') and menstrual disorder ('menstruation issues') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included coital bleeding, hypochondrium pain right, uterine fibroids and endometritis. Concomitant products included nsaids since 2012 and paracetamol (acetaminophen) since 2012 for pelvic pain as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"), 11 months 11 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("back left side/ lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2017 and underwent a total laparoscopic hysterectomy with a bilateral salpingectomy) and tlh+bs. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the device expulsion, menstrual disorder, anxiety, depression and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient was not advised of any complications from your essure removal procedure. Treatment received for beeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: menorrhagia final diagnosis: endometrial curettage proliferative endometrium shows focal mild chronic endometritis, focal metaplastic changes and focal glandular clustering. Endocervical with squamous metaplasia.. Ultrasound scan vagina - on (B)(6) 2016: enlarged fibroid uterus with fibroids larger than prior study. 2 cm hypoechoic nodule left ovary question hemorrhagic cyst.. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, dysmenorrhea, uterine hemorrhage and described device expulsion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events ¿abnormal bleeding (vaginal), ¿abnormal bleeding (menorrhagia)¿, ¿dysmenorrhea (cramping)¿ and ¿abdominal pain¿ was updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. Reporter information was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), device expulsion ("the essure coils were noted to be removed with the left tube and contained in the uterus on the right (per mr)"), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included coital bleeding, hypochondrium pain right, uterine fibroids and endometritis. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and surgery (underwent a total laparoscopic hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the device expulsion, menstrual disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2016, transabdominal/transvaginal sonogram impression: enlarged fibroid uterus with fibroids larger than prior study. 2 cm hypoechoic nodule left ovary question hemorrhagic cyst. On (B)(6) 2016, pathology report clinical history: menorrhagia final diagnosis: endometrial curettage proliferative endometrium shows focal mild chronic endometritis, focal metaplastic changes and focal glandular clustering. Endocervical with squamous metaplasia. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, dysmenorrhea, uterine hemorrhage and described device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal menorrhagia), dysmenorrhea (cramping), dyspareunia, pain. Event the essure coils were noted to be removed with the left tube and contained in the uterus on the right added from medical record. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.